Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy, the surgeon was able to squeeze the handle and clips were loaded properly into the jaws but the jaws were unable to close. The device had an issue with loading and firing the clips. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The clip counter was no longer active and there were no clips in the shaft. The distal end of the shaft was damaged. Microscopic evaluation of the clip track noted damage preventing the clip follower from advancing to engage the interlock. Functionally, the handle was cycled, and the interlock was not engaged due to the damaged clip channel. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the clip channel damage may occur when the distal end of the instrument is excessively manipulated during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy, the surgeon was able to squeeze the handle and clips were loaded properly into the jaws but the jaws were unable to close. The device had an issue with loading and firing the clips. Another device was used to complete the case. There was no patient injury.